Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that the patient implanted with this pacemaker system underwent a lead revision procedure. Both the right atrial (ra) and right ventricular (rv) leads were found entwined with one another, though the patient denied twiddling their device. The leads were surgically abandoned and replaced with the device remaining in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Visual inspection revealed 2 minors twisted noted in polyurethane insulation 25.5 cm and 30 cm from the terminal pin. It was confirmed that this damage was induced.

Event description:
Information was later received indicating the leads were explanted rather than abandoned at the time of revision.